Event description:
On (B)(6) 2013, it was reported that the down arrow keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. During investigation, evidence of keypad contamination was found under all key contacts. The button keypad symbols were observed to be worn.